Event description:
It was reported that the patient visited the emergency room (ER) with hypoglycemia. The patient's blood glucose levels decreased to 46 mg/dl while wearing the pod on the arm for between 25 and 36 hours. Symptoms reported include disoriented and foggy. The patient was treated with an infusion and was released after one hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.